Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. The reported malfunction above was not confirmed, no error code message e315 was displayed. Upon further evaluation of the returned device the following defects were found, corrosion detected on the print circuit board as well as on the cable connection, and angle rubber glue separated. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope exhibited e315 scope error and no longer takes image on the source. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed temporarily at the user facility. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image . Olympus will continue to monitor field performance for this device.